Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl while wearing the pod on the abdomen for longer than 48 hours. The patient reported waking up with blood glucose levels in the low 200's mg/dl, which was unusual for him. After consuming breakfast and administering a bolus, the patient¿s blood glucose levels increased to greater than 300 mg/dl. Upon inspection of the pod, the patient noted moisture beneath the pod and detected an odor of insulin. Patient removed the pod due to this and applied a new one.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone 15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.